Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards field clinical specialist, approximately 1-year post implant of a 23mm sapien 3 ultra valve, the patient presented with increased gradient (30mmhg) noted by echo (tte). The patient is stable. Per report, the current CT revealed inner measurements of 338mm2 (20.6mm) mid valve. The plan was the patient would receive a thv in thv. A decision was made to perform a balloon valvuloplasty (bav) with a 23mm commander delivery system, with an additional 1cc of nominal inflation. (18cc). The patient had no gradient noted post bav. There was no 2nd valve implanted.

Manufacturer narrative:
A supplemental MDR is being submitted based on update of missing information. The section h10 (provide narrative/data) of this report has been updated. Multiple attempts have been made to obtain additional information with no response. The following information was unable to be provided: patient information (dob), initial implant date, serial number or medical records.

Manufacturer narrative:
Update to h10 (type of investigation, investigation findings and investigation conclusions) to reflect device evaluation. The 23mm sapien 3 ultra valve was not returned as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The exact valve implant date is unknown. Per report, the event occurred approximately 1-year post-implantation. Therefore, this section covers the IFU revision that was in circulation as of (B)(6) 2021, which represents 1 year prior to the reported intervention date ((B)(6)2022). The IFU was reviewed for relevance guidance with respect to sapien 3 implant with a commander delivery system. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients was unable to be confirmed as relevant imagery or medical record were not provided was evaluation. Since the valve serial number was not provided for evaluation, a DHR review was unable to be performed to determine the presence of manufacturing non-conformance that could have contributed to the reported event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 year post implant of a 23mm s3u implanted, the patient presented with increased gradient (30mmhg) noted by echo (tte). Current CT, inner measurements were 338mm2(20.6mm) mid valve. The plan was the patient would receive a thv in thv. A decision was made to balloon with a 23mm commander delivery system, adding 1cc to the nominal inflation. (18cc). The patient had no gradient noted post bav. There was no valve used in this case'. In this case, the gradient improved after bav or post-dilation, which may suggest that the valve was initially under-expanded. Under-expanded valve has an inadequate effective orifice area, affecting blood flow and leading to increased gradients. In this case, available information suggests procedural factors (under-expanded valve) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.